Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6949 implantable tachy lead, (B)(6) 2007; a 4194 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported the patient developed endocarditis and there was vegetation on the implantable cardioverter defibrillator (ICD) lead. The device and leads were removed. No further patient complications have been reported as a result of this event.